Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a device history review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. A specificity testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. No systemic issue was identified which would indicate a product deficiency from the device history review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect havab igg reagent list number 06c29, lot number 80670li00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27. An evaluation is in process.

Event description:
The customer observed (B)(6) results while using architect havab-igg reagents. The following data was provided for the same patient. Specimen drawn (B)(6) 2018. (B)(6). Vaccination status of the patient was not included. No impact to patient management was reported.